Event description:
It is reported that patient underwent hip surgery in 1999. Patient was revised in 2008, due to loosening.

Manufacturer narrative:
Evaluation summary: the shell can become loose due to a variety of reasons; inadequate bone ingrowth, poly liner wear debris causing osteolysis, fiber metal pad loosening and coming off the cup, shell/liner damage due to trauma, or incorrect sizing and implantation. However, the exact cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.